Manufacturer narrative:
The technician isolated the issue to a broken left intermediate siderail center arm. He replaced the siderail center arm to repair the bed.

Event description:
Info received indicates the left siderail will not remain latched.